Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) has two complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent a procedure with coolflow® irrigation pump and stockert generator. It was reported that there was no transition of flow from high to low, and vice versa when radio frequency was applied and stopped. Manual function only. There were no patient consequences reported. There was no delay in the procedure. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. Initially, this issue was only reported under the pump as the generator product information had not been provided. However, additional information was received on february 22, 2018 providing the generator product information and clarifying the pump used during the procedure. The generator information was a stockert generator / us catalog #: 39d76x / serial (B)(4). The pump information was a coolflow® irrigation pump / catalog #: cfp001 / serial (B)(4). It was also stated that the generator was set in automatic mode. The pump and generator did not display an error. This reported high flow rate activation and high flow rate deactivation issues have now also been assessed as a reportable malfunction under the stockert generator. The awareness date for this generator report is february 22, 2018 as this is the date that we were made aware that the stockert generator was used in the procedure.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with coolflow® irrigation pump and stockert generator. It was reported that there was no transition of flow from high to low, and vice versa when radio frequency was applied and stopped. Manual function only. There were no patient consequences reported. There was no delay in the procedure. It was also stated that the generator was set in automatic mode. The pump and generator did not display an error. Repair follow-up was performed and the device was not shipped for service. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 7, 2018 stating that the root cause was not known. Then on november 20, 2018 additional information was received clarifying that the issue was resolved by controlling the flow rate manually during the ablation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After further review on december 4, 2018, a correction to the 3500a follow-up #1 for the method codes was noted. Added "analysis of production records". Manufacturer's reference number: (B)(4).